Event description:
It has been reported to co that during the procedure (which involved a pt with a tortuous anatomy and high grade stenosis),the wire of this device broke while being used in conjunction with a competitors balloon. The procedure was unable to be completed. The pt is reported as fine and the device is being returned for the co's evaluation.